Event description:
It was reported while using the cool path catheter during an ablation procedure, the irrigation port detached. During ablation, the physician heard a "vacuum sound" and noted saline leaking from the device. The irrigation port had detached from the handle of the catheter. The procedure was completed with a different device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A cool path 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.